Event description:
It was reported to philips that the system was unable to boot up. The device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.